Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient's therapy was not helping since one week post implant. The therapy gradually started not working and the patient started experiencing more pain. Patient turned the stimulation off last weekend in (B)(6) 2017 and realized they did not feel a difference in pain. Patient also tried all four programs available and none of them were effective. Patient has an appointment with the physician next week. Additional information was received from a healthcare professional (hcp) of a clinical study. On (B)(6) 2017, the site indicated the reason for the MRI scan was possible lead migration and to check for additional degenerative disease. It was unknown what actions were taken and the event status was unknown. The event occurred on (B)(6) 2017. No further patient complications were reported as a result of the event. It was further reported the reason for an MRI scan was inadequate relief of pain. The site updated from [inadequate relief of pain] to [possible lead migration, check for additional degenerative disease]. The hcp of a clinical study additionally reported the inadequate pain relief was due to slight lead migration. The diagnostic and intervention taken was entire system was reprogrammed on (B)(6) 2017 at an unscheduled clinic/office visit. The etiology indicated the relationship of the event to the device or therapy was possibly related, but not related to the implant procedure. The outcome was reported as resolved without sequelae on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.